Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) failed to deploy and the white push tube was not observed. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician achieved certification on the use of the mynxgrip vascular closure device (vcd). There were no apparent signs of device or packaging damage prior to use. One mynxgrip vascular closure device (vcd) was used for the patient. Angiography confirmed the suitability of the femoral artery, including verification that the sheath insertion angle was between 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, and no significant calcification, plaque, stent, or stenosis greater than 50% was observed at or near the puncture site. Prior to use of the mynxgrip vascular closure device (vcd), there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The mynx vcd was used in an interventional procedure via a retrograde approach. Vessel tortuosity at the femoral puncture site was not present, and manual compression lasted 30 minutes or less. The user fully shuttled down the plug, experienced significant resistance while doing so, but did not apply unusual force during sheath retraction. The advancer tube was not engaged or visible. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) failed to deploy and the white push tube was not observed. Hemostasis was achieved by manual compression. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician achieved certification on the use of the mynxgrip vcd. There were no apparent signs of device or packaging damage prior to use. One mynxgrip vcd was used for the patient. Angiography confirmed the suitability of the femoral artery, including verification that the sheath insertion angle was between 30¿45 degrees. The vessel diameter was confirmed to be =5 mm, and no significant calcification, plaque, stent, or stenosis greater than 50% was observed at or near the puncture site. Prior to use of the mynxgrip vascular closure device (vcd), there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The mynx vcd was used in an interventional procedure via a retrograde approach. Vessel tortuosity at the femoral puncture site was not present, and manual compression lasted 30 minutes or less. The user fully shuttled down the plug, experienced significant resistance while doing so, but did not apply unusual force during sheath retraction. The advancer tube was not engaged or visible. One non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a non-cordis 8f catheter sheath introducer (csi) was returned inserted on the device. The sealant and advancer tube were not returned for this evaluation. No additional anomalies were observed during this visual analysis. Per functional analysis, the inflation/deflation test was executed, and no issues related to the reported event were observed, as the balloon inflated and deflated as expected. The deployment simulation could not be performed per the device instructions for use (IFU), as the sealant and advancer tube were not returned for this evaluation. Nevertheless, the shuttle advancement mechanism was tested, and no issues were found with the functionality of the unit. An additional test was executed by holding the unit vertically from the handle with the shuttle engaged, and it was observed that gravity did not promote disengagement of the shuttle from the handle. It was also confirmed that the slit was present on the outer cartridge of the evaluated unit. The reported events of ¿sealant-failure to deploy-advancer tube¿ and ¿shuttle-shuttle advancement issue¿ were not observed through analysis of the returned device since it was received with the sealant and advancer tube already deployed off the device, and the shuttle passed functional analysis. The exact cause of the issues experienced by the customer could not be determined during product investigation. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the shuttle advancement issue and the failure to deploy the advancer tube reported since the shuttle was able to be advanced fully and the sealant/advancer tube were already deployed off the catheter. However, since the sealant was not returned with the device, it is possible that the issue experienced could have been caused by the sealant swelling up prematurely, which can cause resistance during the shuttle deployment step and result in incomplete shuttling down of the shuttle. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the sealant failing to deploy. Also, it was noted that an 8f sheath was returned with the 6f/7f mynxgrip vcd. Per the indications for use within the IFU states, ¿mynxgrip is indicated for use to seal femoral arterial and femoral venous access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling and could possibly affect the functionality of the device. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.